Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's child that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 389 mg/dl before the low, and 117 mg/dl at the emergency room. The caller did not mention how the customer was treated. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Upon checking the pump history, it was found that 35.7 units were primed in a eleven minute span. It was found that the care giver had primed insulin into the patient as the patient had stated it did not work, and the customer was connected to the pump at the time. Troubleshooting was completed and a stripped battery cap was found. The insulin pump will not be returned for analysis.